Event description:
Customer reported the unit does not power on. Customer has replaced the batteries with a new supply. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Result - eval of the returned product confirmed the reported issue. Eval revealed that the unit did not power up with new batteries or an external power supply. The unit does power up when using a 9v adapter. The led lens does not seat evenly on the alarm case when compared to a known good 8374. Additionally, the battery springs are bent. There is battery leakage residue inside the battery compartment and springs. Note: the instructions for use states - batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).